Event description:
It was reported that during an attempt to dilate a lesion in a mid right coronary artery, the balloon would not deflate. Application of negative pressure and use of a syringe were unable to deflate the balloon. An inflation device was then reconnected and the balloon was inflated to 20 atm (above "rbp"), with the intention of rupturing the balloon, which it did. The balloon was removed without incident, and reportedly no pt injury occurred.